Event description:
Line tested prior to hooking patient with saline flush. Line was patent so we began the exam. Upon administering IV contrast (isovue 370, 100 ml) the patient said the line blew. The patient said the line was somewhat painful, but there was contrast/saline leaking out onto the CT table. Upon further inspection, we noticed it was the "pigtail" connected to the catheter of the IV that had cracked and started to leak. The IV was not hurting the patient after we removed the pigtail and readjusted it.